Manufacturer narrative:
Correction: "date of this report" for follow-up # 001 was incorrect. Corrected "date of this report" to today, 09/09/2025.

Event description:
The device was returned for sticky fva pins. Fva pins were found to have excessive drag during initial evaluation. An internal investigation found contamination depositing on the fva pins. A cleaning was performed and the drag was resolved. New fva pin lip seals are required, it was also found the lever boot retaining plate was cracked. Odometer data review found the batteries have very high cycle counts. While the batteries have not experienced a failure at this time, they will be removed and replaced with a new set.

Event description:
The following has been reported: biomed reported: 'pump problem' patient harm: no a preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky fva pins. Fva pins were found to have excessive drag during initial evaluation. An internal investigation found contamination depositing on the fva pins. A cleaning was performed and the drag was resolved. New fva pin lip seals are required; it was also found the lever boot retaining plate was cracked. Odometer data review found the batteries have very high cycle counts. While the batteries have not experienced a failure at this time, they will be removed and replaced with a new set.